Manufacturer narrative:
The lot number was provided, and a lot history review was performed. The device was returned for evaluation. The investigation confirmed for self-activation and is inconclusive for failure to prime. A root cause has not been determined. The device(s) was/were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model mc1816 biopsy instrument allegedly experienced failure to prime and self-activation. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model mc1816 biopsy instrument experienced failure to prime and self-activation. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.